Event description:
It was reported that during insertion, the physician attempted to place each polaris ultra ureteral stent, but the coil tip was crumpled and malformed. The third stent attempted and completed with insertion just fine. Two separate lots, with the same issue. There were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation, inside the patient. Imdrf device code a0406 captures the reportable event of stent kinked, inside the patient. The polaris ultra ureteral stent coil was clarified to be deformed and kinked. Additional information was received 11 august 2025 confirming that the event occured outside the patient. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, boston scientific no longer considers this to be a reportable event. Note: this report is one of two complaints that pertain to the same event (MFR report# 2124215-2025-56436 and MFR. Report # 2124215-2025-56437).

Event description:
It was reported that during insertion, the physician attempted to place each polaris ultra ureteral stent, but the coil tip was crumpled and malformed. The third stent attempted and completed with insertion just fine. Two separate lots, with the same issue. There were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation, inside the patient. Imdrf device code a0406 captures the reportable event of stent kinked, inside the patient. Note: this report is one of two complaints that pertain to the same event (MFR report# 2124215-2025-56436 and MFR. Report # 2124215-2025-56437 ).